Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that her one touch ultra link meter had a display issue (missing segments). The pt stated that the display issue began in 2009. It was noted that the pt administered self-treatment with 2 units of humalog as a result of the display issue, which is 1 month before the display issue began. No blood glucose results or other forms of treatment were reported. The pt denied develooping symptoms due to the display issue. There is no indication that the product caused or contributed to an adverse event. The pt didnot suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because display issue was not resolved with troubleshooting. Replacement products were still sent to the pt.